Manufacturer narrative:
None

Event description:
This event involved an unattended plugged in (powered up) fluid warmer fw600. A dripping IV liquid container was setup by customer directly over the front panel label of the fluid warmer. The liquid from IV container ingressed underneath the front panel label and into the fluid warmer housing, which caused an electrical short, smoke and consequently the melt down of the housing. The customer did not follow instructions previously provided to replace problematic front panel label with modified front panel label. Engineering evaluation concluded on 3.11.2004 that the fluid entered the electrical enclosure due to a failure of adhesive on the front panel label. Customer was provided with the instructions and the modified label to replace problematic front panel label to create a hermetic seal on the surface. The MFR also followed up with a visit to the site of initial reporter in june of 2004 to replace problematic label with the modified label on the remaining units. The MFR also provided to reporter the instructions and modified labels to replace the problematic labels of the units of which could not be found during the visit.